Event description:
Report rec'd of an IV infiltration occurring at a pt's hand site during the use of a flo-gard pump. No clinical info available regarding this report. Rptr stated there was no pt injury as a result of this event.